Manufacturer narrative:
The reported events of oversensing, inaccurate sensing, and failure to deliver shocks were not confirmed. A partial lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found. During analysis, a failure event was observed with was unrelated to the reported event. Final analysis found an external abrasion breaching the outer sheath. The insulation beneath was still intact.

Event description:
Related manufacturer reference number: 2017865-2022-37523. It was reported the patient deceased. Review of the implantable cardioverter defibrillator (ICD) image revealed the right ventricular lead was oversensing noise. Further review found the ICD had detected two episodes of ventricular tachycardia and delivered anti-tachycardia pacing (atp) but aborted delivering shocks. The right ventricular lead failed to give appropriate defibrillator shocks because of a problem of inaccurate sensing.